Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerged in water; no leakage were observed. The co2 insufflation port was tested; air would not flow through. Adhesive was observed in the insufflation opening on the body. Additional evaluation required. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the trocar prevented air from transmitting on the vasoview 6 pro. The tubing was swapped and there was no change. The trocar was switched out and everything worked fine. The hospital did not report any pt effects.